Event description:
While onsite to evaluate this device for a battery problem, the philips field service engineer reported the additional problem of a device reboot when the shock button is pressed. There was no reported patient involvement.